Event description:
Pt stated that their glucometer began giving eo3 error readings and that the numbers were flickering. The MFR replaced the meter which initially appeared to be working ok. However, when they checked their glucose level recently, they got a reading of 66. They did not believe this was a correct reading. So they rechecked their glucose level using a new strip. This time the meter read 207. Pt called the MFR and stated that they were told that these variations can occur and suggested that they use a different brand of glucometer.